Event description:
It was reported that review of this electrode on x-ray and computed tomography (CT) one day post implant, noted that this electrode perforated through the fifth and sixth intercostal space. The physician noted that the perforation occurred while using the tunneling tool to place the electrode at implant. A revision procedure was performed. The electrode was successfully repositioned. No additional adverse patient effects were reported. This device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.